Event description:
Medwatch report rec'd from customer 12/19/97 describing low volume delivery, causing desaturation of pt. Customer describes pt as s/p thoracotomy for rul/rml lobectomy. Tidal volume set at 600 ml, exhaled display read 500 ml. Volume confirmed at 600ml. Other ventilator settings are unavailable at this time. Customer was queried regarding alarm function versus inappropriate alarm settings. Customer believes volume alarms did not function. Exchanging the ventilator corrected the acute hemodynamic decompensation. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.